Manufacturer narrative:
(B)(4).

Event description:
The customer requested a part number quote and later stated this quote was needed since device failed to shock. There was no reported pt involvement.